Event description:
Ous MDR - after an implant period of approximately 141 months, during a device exchange it was noticed that this lead was broken close to the connector of the rv shock coil after disconnecting the connection. It was reported that the inner part of the lead body was not damaged, the impedance values were still stable within range. The other connections of the rv lead were cut through (rv p/s and rv svc). The lead was explanted.

Manufacturer narrative:
Upon receipt, connectors of the lead under complaint was found cut approx. 8 cm distal to the pins. The distal fragment, including the yoke, the shock coils and the lead tip was not returned. The returned lead fragments were visually and electrically analyzed. The visual inspection of the df-1 connector confirmed the clinical observation. The insulation was broken approx. 1.5 cm distal to the df-1 pin. Based on the damage characteristics, it is reasonable to assume that constant bending in the header area in the implanted state led to the insulation fracture. The distal part of the insulation was not available for further investigations. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.